Manufacturer narrative:
H10. Additional information in a2, a3 and b5.

Event description:
It was reported that during a meniscal repair procedure, the second implant of the fast-fix could not deploy from handle. T1 was left secured in the patient. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment was not returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that might affect device performance include: device ability, surgical ability, spacing of implants and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1) use inconsistent with instructions for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instruction for use contains precautionary statements and recommendations for proper use of product. Product met specifications upon release to distribution.

Event description:
It was reported that during procedure, the second implant of the fast-fix could not deploy from handle. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.